Event description:
It was reported that the insulin pump alarmed battery out limit. The current blood glucose reading is 436 mg/dl. The customer could not clear the alarm because of frozen screen. Customer stated that she changed the battery and there is no advancement of time. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.